Event description:
The caller alleged discrepant results when compared with lab results and the results are as follows: date: 2008: inratio: 3.4, 1.9; lab: 2.7, 1.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. Hence, functional testing is not required at this time, but meter will be tested when meter is returned.